Manufacturer narrative:
The sample probe was found to be bent and it was replaced. The field service engineer determined the mixing vessel was chipped. The mixing vessel and vacuum tubing were replaced. The user ran calibration and controls; controls recovered ok. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter states they have been having ongoing issues with noise errors, patient sample results, and inconsistent quality control recovery for ise indirect na for gen.2 on the cobas 8000 ise module. Data was provided for one patient sample that had discrepant na results. No incorrect results were reported outside of the laboratory. The sample initially resulted in a na value of 171.9 mmol/l and repeated as 142 mmol/l. The na electrode lot number and expiration date were requested, but not provided.